Manufacturer narrative:
The warnings and precautions section of the vitros immunodiagnostic products anti-hiv 1+2 controls instructions for use (IFU) state: "warning: potentially infectious material. Handle as if capable of transmitting infection. The vitros anti-hiv 1+2 controls 2 and 3 contain hiv antibody positive plasma obtained from donors who were tested individually and who were found to be negative for hepatitis b surface antigen (hbsag), and for antibodies to hepatitis c virus (hcv), using FDA approved methods (enzyme immunoassays, eia). The hiv antibody positive plasma has been heat treated to inactivate viruses. However, as no testing method can rule out the risk of potential infection, handle as if capable of transmitting infection." Personal protective equipment (safety glasses) were not being worn at the time of the event. The operator was sent to the hospital emergency room where the affected eye was flushed with water. The root cause of this event is user error.

Event description:
A customer reported that an operator splashed anti hiv 1+2 positive control into his face, potentially coming into contact with his left eye. This event constitutes biohazard exposure. (B)(4).